Event description:
It was reported that the crosslink center locking screw broke off during tightening. The damaged crosslink was removed and replaced. There were no patient complications.

Manufacturer narrative:
(B) (4). The device was returned to medtronic for evaluation. Visual examination found that the eyebolt is completely sheared off. This type of damage is consistent with over-tightening of the center screw.